Manufacturer narrative:
(B)(4). The product was not returned to manufacturer for evaluation, therefore, cause of event cannot be determined. However, imaging studies were submitted and analysed. The following is the analysis: "CT scan film and 3d reconstruction images are provided along with an intra-op fluoroscopy picture showing fractured l4 screws bilaterally. Unable to assess length of construct or fusion status. Pedicles appear small and hardware is appropriately sized but small, fractured hardware was removed at l4 but not revised to this level. Root cause indeterminate." Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: scoliosis procedure: normal stabilization levels implanted: the 5 levels it was reported that on an unknown date, post-op, 2 screws were found broken at the l4 level while implanted in the patient. Revision surgery was performed to explant the head of the broken screws. The screws were partially explanted and discarded by the hospital staff. Part of the screws (only the head of the screws was explanted) remained inside the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.